Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the uninterruptible power supply (ups) was replaced as the mobile view station (mvs) was powering down in 10 seconds. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect uninterruptible power supply (ups) has been received by manufacturer for evaluation. The reported issue was confirmed as uninterruptible power supply (ups) powered down immediately during the load test with system fault code "utility fail" after charging the battery for 6 hours.

Event description:
A medtronic representative reported that during planned maintenance (pm) the uninterruptible power supply (ups) of the mobile view station (mvs) was not holding a charge and the battery was failing quickly. There was no patient present at the time of the issue.